Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the (B)(6) and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.